Event description:
It was reported the patient started to feel overstimulation the morning of this report. The reporter stated the patient sat down to recharge and then all of a sudden started to feel overstimulation. It was noted the patient was not able to adjust stimulation. It was noted the patient was getting the recharge implant screen. It was further noted the patient pressed the stimulation off button and still got the recharge implant screen. The reporter stated they then pressed the start charge button and was getting the regular recharge screen; however, when they pressed the stop charge button they saw the recharge implant screen. Additional information received reported the patient ¿was shaking like a leaf¿ due to overstimulation. It was noted the patient got a warning message to charge the implantable neurostimulator (ins) and they could not bypass the message. It was further noted the patient was able to start a recharge session successfully and that stimulation was off. The reporter stated it goes back to the charge ins screen when the button to turn the ins on was pressed. It was noted the patient did a short physician mode recharge (pmr) and the overstimulation stopped. It was further noted the pmr was stopped and a normal recharge session was started. It was noted that the last successful recharge was on (B)(6) 2013. The reporter stated the patient normally recharged on wednesday nights, but this past wednesday they were unable to charge. The reporter stated they could not recall what buttons they pressed the morning of this report, but they plugged it in, got it adjusted, and then started to feel overstimulation. It was noted the patient was not feeling stimulation the morning of this report and had not felt stimulation since tuesday. It was noted the patient had not increased stimulation and was unsure if they were charging since they are active and sometimes charge while being active. Additional information received reported the patient charged for 45 minutes and the overstimulation started again. It was noted the patient pulled off the recharger, turned the ins off, and the overstimulation stopped. The reporter stated the ins and patient programmer are approximately 50% shaded. It was noted the patient was on program b and tried to use the navigation key to view the settings on the programmer, but they were unable to see the selector box. Additional information received reported the patient has an overstimulation sensation. It was noted the manufacturing representative e was meeting with the patient on the day of this report. The reporter stated they were able to get 8 coupling bars and the ins was at 25% and working on 50%. It was noted the manufacturing representative checked the ins with the patient programmer and was able to sync with the ins. It was further noted the manufacturing representative was able to see the program values on the programmer and the patient was on program b. The reporter stated they turned the ins on and the patient felt comfortable stimulation. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37744, serial# (B)(6), product type: programmer. Patient product ID: 37744, serial# (B)(4), product type: programmer. (B)(4).